Manufacturer narrative:
It was reported that while sitting on the rollator, the wheel came off and the end user fell, suffering a fractured left hip. He was hospitalized, had surgery and was subsequently transferred to a rehab facility. We have no other information pertaining to the incident. The sample was not returned for evaluation and no lot number was provided. The age of the device is not known. It is also not known if maintenance had been performed on the device. A root cause has not been determined. However, due to the reported injury and need for surgical intervention, this medwatch is being filed.

Event description:
The end user fell while using the device and fractured his hip.